Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's weight loss and loss of fat tissue caused pain and irritation at the cardiac resynchronization therapy defibrillator (crt-d) implant site between the skin and scar tissue. The device was repositioned and remains in use. The patient is a participant in the post approval clinical surveillance product surveillance registry. No further patient complications have been reported as a result of this event.